Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explant date: unk. PMA/510(k): this product is manufactured in switzerland but not marketed in the u.s. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm13.2 implantable collamer lens, -08.50/+1.0/083 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2012. The lens was reported as low vaulting and refractive change overtime. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: lens was explanted and replaced on (B)(6) 2022 with a longer length lens and problem was resolved. Reportedly, "patient is happy." Claim#: (B)(4).